Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; during the surgery on (B)(6) a 13mm dia, 340mm long a2fn nail was inserted into the patient¿s right femoral canal. It was decided that given the height of the patient this was too long and so was exchanged for a 300mm long nail. This occurred without incident. The surgeon placed the initial caudal 3.2mm guide wire which seemed to run anterior to the nail. The jig was tightened and the guide wire passed through the nail as per the technique guide. The reamer was set to the desired length (95mm) and reaming occurred without issues. When the hip screw was threaded into the nail there was significant metal on metal contact which scored the screw. The surgeon decided to remove this screw and try a second screw of the same length. It was reported that the issue occurred for a second time. The surgeon made the choice to proceed with standard locking of the two proximal 5mm locking screws. No distal locking was done. This is report 3 of 3 for complaint (B)(4). This report is for unknown nail.

Manufacturer narrative:
Device is an implant. Device is unknown part and unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
(B)(4).